Event description:
The patient was new and had an implantable neurostimulator (ins) implanted this morning, it was returning some out of range impedances. Upon re-running it, they saw out of range in different electrodes. The electrodes that were out of range were not consistent. They decided to replace the ins. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no anomaly.